Event description:
Three days after implant, the patient became lethargic. Her airway was patent. The pump contained morphine sulfate. The health care provider was faxed the morphine overdose emergency procedure. The patient outcome is unknown.